Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. The operative report documents during the time of the 1st surgery, it was apparent that the aorta had been patched down into the anulus, to enlarge the annulus. It was believed that this is the reason aortic valve had been pushed into the left main orifice. There have not been any allegations of a malfunction or deficiency related to the subject valve. There is no information suggesting that the device caused or contributed to the patient's death. No further actions are possible with the available information. Of note, the patient also has another event reported. Please see MFR report #2015691-2013-21344.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired approximately 5 days post-aortic valve replacement. When the previous prosthetic aortic valve was removed, it was noted to be sewn right up to the left main coronary ostium. When placing the new prosthetic valve (subject device), the left main coronary ostium was carefully spared, but the sutures were right at the base of it. There was concern about edema there. The patient had a conduit problem as she has had previous bilateral vein stripping. Once off cardiopulmonary bypass, there was no residual mitral insufficiency and mild residual tricuspid insufficiency. The aortic valve was functioning well without any leaks. After off bypass, and the protamine was given, she is suddenly became globally hypokinetic in the myocardium and she was obviously failing, so she had to be placed emergently back on cardiopulmonary bypass. At this time, it seemed there was no flow demonstrated in the left main coronary ostium. As such, the surgeon harvested the right intemal mammary artery as a free graft and placed this from the patent left mammary to the obtuse marginal branch. This would not reach to the native aorta. At the time of the 1st surgery, it was apparent that the aorta had been patched down into the anulus, to enlarge the annulus. It was believed that this is the reason aortic valve had been pushed into the left main orifice at the initial surgery. The 2nd time she came off bypass with multiple pressors and intra-aortic balloon pump. She was stable in the operating room, and due to some coagulopathy and myocardial edema the chest was left open. She was taken in to the intensive care unit in critical, but stable condition. On pod #1, the patient was in critical condition in cardiogenic shock. Pod #2, the patient was taken back to the operating room for mediastinal exploration with removal of old blood clot and close sternum. Patient tolerated procedure well. On pod #5, the patient became hypotensive with heart rate at 56 and nodal rhythm. CPR was started externally and then internally. Heart was in standstill with fine ventricular fibrillation. Shock was delivered. Cardiac massage and epinephrine with the calcium and bicarbonate were given. The patient remained unresponsive to treatment and was pronounced deceased.